Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No tightening marks could not be seen on ventricular setscrew tip. The absence of these tightening marks indicating an improper screwing of the leads could explain the absence of ventricular pacing described in the complaint. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
An intervention for replacement from reply dr to eno dr (244cr5d2) was performed on (B)(6) 2023. When connecting the ventricular lead to eno dr, pacing spikes did not occur. Since tried reconnecting it several times, but it didn't solve the problem, so it was replaced with another new eno dr, and this time the pacing spikes were confirmed without any problems, and the intervention was completed. The patient had no intrinsic beats. Note that no checks were performed to confirm the connection of the ventricular lead to the atrial port or the atrial lead to the ventricular port during the procedure. Information on the leads will be investigated next week.

Event description:
An intervention for replacement from reply dr to eno dr (244cr5d2) was performed on (B)(6) 2023. When connecting the ventricular lead to eno dr, pacing spikes did not occur. Since tried reconnecting it several times, but it didn't solve the problem, so it was replaced with another new eno dr, and this time the pacing spikes were confirmed without any problems, and the intervention was completed. The patient had no intrinsic beats. Note that no checks were performed to confirm the connection of the ventricular lead to the atrial port or the atrial lead to the ventricular port during the procedure.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.